Event description:
It was reported that the cs300 intra aortic balloon pump had reported an error during routine check. There was no patient involvement.

Manufacturer narrative:
Due to character limit in the e1 section-event site name, the full event site name is: (B)(6). A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6-(type of investigation code, investigation findings code, investigation conclusion code), h11. A getinge field service engineer (fse) checked on-site inspection did not find any faults, connected the balloon test, the function is normal. The equipment was fully tested, and all parameters and indicators met the factory requirements.